Event description:
Consumer reported complaint for hi blood glucose test results. Aide is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported symptoms of increased thirst and urination; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter. The product is (not) stored according to specification; the test strip lot manufacturer¿s expiration date is 05/26/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 02-feb-2022 to ensure that customer's condition had improved - aide stated that the customer was still experiencing frequent urination and thirst. Customer had been taken to the ER one hour prior. Aide stated that customer had performed additional blood tests with the true metrix meter and had obtained e-5. No further information was provided. Note 2: manufacturer contacted customer in a follow-up call on 15-feb-2022 to ensure that the customer's condition had improved and replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products resolved the initial concern. Customer provided further details regarding (B)(6) 2022 medical attention. Aide advised that when consumer went to the hospital, their blood sugar was very high (no actual result was given). Aide advised that consumer was given insulin and released and when she was sent home, her blood sugar was in the 180 ¿s mg/dl (not disclosed if fasting/non-fasting). Customer had been given insulin to take at bedtime (no unit dosage provided or name of insulin prescribed).

Manufacturer narrative:
Sections with additional information as of 11-april-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.